Event description:
A report was received that the paddle lead had migrated out of the epidural space and was causing the patient pain. The patient will undergo a revision.

Event description:
A report was received that the paddle lead had migrated out of the epidural space and was causing the patient pain. The patient will undergo a revision.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure due to the physician's preference. The patient is reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.